Event description:
A customer reported that a system message displayed and they experienced low pressure during surgery. The patient was taken to another operating room where the procedure was completed following a 20-30 minutes delay. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).